Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 267 mg/dl at the time of the incident. The insulin pump had pump error and clear after troubleshooting. The insulin pump completely rewind and self test passed for pump error. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or partial display noted. The pump passed the self test and displacement test. However, software error alarm found in the pump history due to software error (line number = 3508 ; file number = 26).